Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump alarmed post reset ram crc alarm and critical pump error alarm. The insulin pump alarmed multiple ump error alarm. Customer was able to clear he alarm and rewind the insulin pump. Customer stated that the insulin pump alarmed power loss alarm. Customer was able to clear the alarm but were not able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue the use of device.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = black. Customer returned device for alleged pump error 24, pump error 23, pump error 41, unexpected battery power loss, and critical pump error (open book image). No critical pump error (open book image) alarm noted during boot up. The device passed the displacement, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test and self test. The device passed the displacement accuracy test at 0.0872 inches. Test p-cap and reservoir locked properly into the reservoir compartment. Partially successful in downloading device history files and traces using thump software. Device alarmed a pump error 24 on the event date of (B)(6), 2022 at 16:54:15.000 or 2:54:15 pm. Device alarmed a pump error 41 on (B)(6), 2022 at 18:05:34.000 or 6:05:34 pm. Unable to generate power management graph due to partial download of history trace files. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, and pillowing keypad overlay. Pump error 23 was not confirmed during testing. Unexpected battery power loss was not confirmed. Critical pump error (open book image) alarm was not observed during testing. Critical pump error (open book image) alarm not confirmed. Partial download was confirmed problem isolated to the electronic assembly. Pump error 41 was confirmed in the history files and traces problem isolated to the electronic assembly. Pump error 24 was confirmed in the history files and traces problem isolated to the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.